Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing and the legal manufacturer's final investigation. Despite good faith attempts the user culture results were not shared. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process. Olympus reprocessed the subject device according to the instructions for use (IFU) and re-culture tested the device where the results were: sampling date: jan 04, 2023 sampling from: all channels cfu: no detection bacterial identification: n/a a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for the event of positive culture and foreign material remained, the foreign material could not be identified and a root cause of the events could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. For the event of distal end cracked it is likely that the event occurred by physical stress such as hitting/dropping distal end, chemical stress from the chemical solutions used for the device. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided during device evaluation. The device evaluation found the following reportable findings: the air/water cylinder had foreign objects and the distal end was cracked. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a preparation for use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and the elevator wire channel tested positive for greater than 20 colony forming units (cfus) of escherichia coli. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Additional testing is pending, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.